Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported for this lot number and issue to date. Visual/microscopic inspection: the balloon appeared to have been previously inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 8mm x 40mm x 75cm balloon. No anomalies were noted to the strain relief or the y-hub. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire. During advancement of the guidewire, the catheter detached underneath the strain relief. The strain relief was removed from the y-hub and a complete catheter detachment was noted 0.6cm from the distal end of the y-hub. The catheter detachment was examined under magnification and the edges of the detachment were jagged. Sanding marks were noted on the catheter at the point of the detachment. Medical records review_ image/photo review: medical records were not provided. No images or photos were provided. Conclusion: the investigation is confirmed for a catheter detachment, as the catheter detached just distal to the y-hub. The investigation is inconclusive for a leak, as functional testing could not be performed due to the poor sample condition. It is unknown whether handling techniques by the user as they removed the catheter from the packaging or prepped the device may have contributed to the reported issue. Based upon the available information a definitive root cause has not been determined. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Dilatation catheter preparation: prepare the wire lumen of the catheter by attaching a syringe to the wire lumen hub and flushing with sterile saline solution. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure.

Manufacturer narrative:
The lot number was not provided: therefore, the device history records could not be reviewed. The investigation is currently underway. The information represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/ reporter was unable or willing to provide any further patient product or procedural details to bard.

Event description:
It was reported that during prep, the pta balloon catheter hub leaked during inflation. Another balloon catheter was used to complete the procedure. There was no patient involvement.